Event description:
Allegedly revised due to a tumor. High activity level.

Manufacturer narrative:
Visual examination. Complaint review. DHR reviewed. Dimensional inspection. Photographic images made. Meets specification. No conclusion can be drawn.